Event description:
Over two days, a total of three (3) sterilization integrators leaked onto instruments being sterilized. Two (2) integrators were from lot # 254. The third was from lot # 253.manufacturer was contacted and defective product is being returned to manufacturer today. Leak required cleaning of instruments and repeating sterilization.manager also noted that there had been one other integrator which leaked on two months previous; that was from lot # 248.we were unable to explain the leaks based upon handling of devices here.====================== health professional's impression======================flaw in manufacturing process resulting in integrator leaking on instruments====================== manufacturer response for sterilization integrator, sps integrator======================manufacturer requested return of the failed products and samples of same lot # from out shelves.